Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leakage of medical fluid from the sets was observed. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis and picture was also provided. Visual inspection was performed, and no damages were noted. During functional testing, the sample was filled with 100 ml of colored water using a syringe to detect any leakage. Based on the visual inspection and functional testing, the reported nonconformance is not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.